Event description:
It was reported that (1) device was used during a cancer rectum procedure. It was reported by the affiliate that the cdh29 instrument was used. The head attachment process was ok. When facility fired the instrument, it was in the gap setting scale. Facility also got an audible feedback, but what facility noticed was the purse strings ends were not cut (facility always leaves the ends of the suture and after facility fires, it will cut the ends). There was no problem removing the instrument and the "donuts" were intact, but when facility tested the anastomosis, there was a leakage. Facility put a few stitches and facility let the pt not eat for 5 days (central vein "kathetar", cvk). The case was extended 30 mins.